Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported insertion of intravenous access in a patient, left forearm venous vessel, under ultrasound guidance. Access difficult, required catheter maneuvering. Unsuccessful attempt. After removal of the catheter, I noticed a loss of catheter length, an investigable foreign body in the subcutaneous tissue above the insertion site. The patient was consulted surgically, ultrasound showed a catheter fragment above the subcutaneous tissue, the consulting surgeon did not consider the removal to be justified, the patient was discharged from the ward.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter break was confirmed and found to be use related. The product returned for evaluation was one 22g powerglide pro device. A gross visual inspection of the returned unit found that the catheter tubing had a complete break near the midpoint of the tubing. Microscopic inspection of the fracture site found that the fracture surface was smooth with some striations visible in portions of the surface, and the edges were angular, both features associated with damaged caused by a sharp instrument. Additionally, a portion of the fracture had a v-shape which matched the shape of the needle bevel, likely indicating that the break originated as a tear from the needle piercing through the catheter tubing. Based on the features observed and the location of the catheter break, it is likely that the reported event was caused by the needle piercing through the catheter. A needle spear through may occur in the clinician setting if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing.